Manufacturer narrative:
(B)(4).

Event description:
It was reported at a follow up at the physician's office on (B)(6) 2013; the patient was doing well and recovered without sequelae. It was added the patient experienced good pain relief and will follow up in one year unless if needed to do so earlier.

Event description:
Additional information received reported the patient had a new system implanted the previous week to report. No patient outcome was provided. Additional information has been requested, a second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005 product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3487a-33, lot# j0455297v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that a device had high impedances greater than 4000 ohms on all bipolar pairs. A longevity calculation was done and the elective replacement indicator (eri) was calculated to be 6.25 months and the end of service (eos) indicator was calculated to be 8.02 months. The reporter stated that the patient felt no stimulation sensation for the past week and there were no known falls or trauma. It was reported that stimulation had been off and the device battery was at 2.69 volts. Five days later, it was reported that reprogramming didn't seem able to provide stimulation, and a follow-up appointment was planned with the patient's implanting physician. No malfunctions were seen and the cause of the issue was not determined. It was reported that any interventions were to be scheduled at the follow-up and a new system could possibly be planned. The reporter stated that the patient was doing well and would like to continue with the therapy. Additional information has been requested but was not available as of the date of this report.